Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a protective pull ring cap for an unspecified line of a homechoice automated pd set with cassette was missing. The missing component was discovered prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation in an opened pouch. A visual inspection was performed and found the drain line was missing a cap. An under water pressure test was performed with no issues noted. The reported condition of a missing cap was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.